Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event of 39 mg/dl. The user treated the event with fast-acting carbohydrates and recovered without requiring medical intervention. Assistance was provided by a family member at the onset of symptoms. The user reported concerns about insulin delivery and had recently adjusted the cgm target to a higher setting.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. On (B)(6) 2025, the ilet responded appropriately to cgm glucose trends and issued multiple hypoglycemia-related alerts, which were consistently acknowledged. Insulin delivery was suspended when glucose readings dropped below the threshold, and no errors or unexpected dosing were found. Based on available data and user report, the event was attributed to inconsistent meal announcements and overcorrection of a low bg, which contributed to further hypoglycemic events. Should additional information become available, a supplemental report will be submitted.